Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day due to the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On an unreported date, the patient began treatment with zosyn for peritonitis. On an unreported date, the patient experienced nausea and vomiting. On an unreported date, the patient's medication was changed to another unspecified antibiotic. On an unreported date following the medication change the nausea and vomiting resolved. On an unreported date, the patient was retrained. On (B)(6) 2012, the patient was discharged from the hospital. The patient was placed on bactrim upon discharge. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12c03046 and h12d10031. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). This is report 1 of 1 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.